Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the "4.5mm ha twinfix anchor" was deformed and cracked when it was being screwed in. The procedure was successfully completed without significant delay using a back-up device into the same bone hole. No patient injuries or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the anchor has debris and is broken at the tip. An analysis of the customer provided image found a device with an anchor broken at the tip. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as pre-cautions and warnings related to the use of the device. A review of the material found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis was required for the raw material. A certification of compliance or evidence of conformance to material and process specifications is required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.